Event description:
It was reported that the intraocular lens (iol) was removed due to a capsule tear. Further, there tear was not due to product and there was no patient injury report. An anterior chamber lens was used. No further information was provided.

Manufacturer narrative:
(B)(4) - removal of intraocular lens (iol). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x magnification showed lens was not complete. Only three pieces of the lens that included one haptic and portions of the optic zone were returned. Small loose particles were observed on the sample compatible with handling the lens out of a particle controlled environment. Stains of hardened viscoelastic were dispersed through the lens pieces. The returned haptic, adhered to one of the pieces, was complete and the edges were smooth. The returned portions of the lens are consistent with a lens that has been explanted. The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The platinum 1 unfolder cartridge, serial number (B)(4), was also returned with the iol. It met visual inspection specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.